Manufacturer narrative:
Device #1: proglide, lot#: 73024-6h will be filed under medwatch MFR#: 2953144-2009-00417. Device #2: proglide, lot#: 73024-6h will be filed under medwatch MFR#: 2953144-2009-00418.

Event description:
Device malfunction: device #3 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right and left common femoral artery after an interventional procedure. Reportedly, a cuff miss was experienced and the device was successfully removed from the pt anatomy. A second device was used with the same results. Hemostasis was achieved using a third proglide device. A arteriotomy closure procedure was attempted in the left common femoral artery using a proglide device. Reportedly, a cuff miss was experienced and the device was successfully removed from the pt anatomy. A second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional information was available.